Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient had a caldera tot sling implanted on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion,the patient experienced pelvic pain, erosion, infection, urinary/bowel problems, recurrent incontinence and dyspareunia causing depression, recurrence, bleeding and vaginal scarring, it was reported that after the caldera tot sling implant on (B)(6) 2011, the patient underwent mesh revision on (B)(6) 2011 due to pelvic pain and dyspareunia due to eroded mesh. It was also reported that the patient underwent mesh revision in 2010 and on (B)(6) 2011, due to eroded mesh into the vaginal wall, severe pelvic pain, bleeding, frequent urinary tract infections and recurrent stress incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.